Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had air in line alarm during use of tubing. The following information was provided by the initial reporter: customer reported had an incident where lipids were infusing through the bd alaris pump infusion set ref 2426-0007 and the pump continued to alarm air in line.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction. It was determined that the initial MDR submitted for the failure of air in line was submitted in error. This failure was a result of the separation and did not need a separate MDR prepared. The failure was covered in MDR #8271402.

Event description:
No additional information.